Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. Assisted the customer to clear the alarm. The caller stated that the device was not exposed to an MRI. Performed the displacement test and the test failed. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. The insulin pump passed prime, displacement and basic occlusion test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.